Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: charged coupled device (r-unit) was broken a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure due to broken charged coupled device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope displayed a green image during reprocessing. There were no reports of patient involvement.